Manufacturer narrative:
Corrected fields: d10 (information was inadvertently omitted). This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's reported issue was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, based on the investigation results, the tissue pad likely peeled due to the following factors: 1. During the output activation in seal & cut mode, nothing was grasped in between the grasping section and the distal end of the probe (this includes after tissue resection). Therefore, the tissue pad became worn. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which caused the tissue pad to partially peel off. The following information from the instructions for use pertains to this event: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic surgical device tissue pad became worn and slightly raised, making it impossible to continue using it. The issue occurred during a therapeutic laparoscopic total hysterectomy. There were no reports of patient harm. The doctor replaced it with another product of the same model number and completed the procedure. The device was in seal and cut functional mode at the time and no detachment occurred within the body. A pre-use inspection was performed and no problems were found.